Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: 400cc mentor memorygel breast implant, catalog #3504004bc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female had patient had 400cc mentor memorygel breast implants inserted and experienced health problems. Roughly 12 years following implantation chronic fatigue, dry eyes, vision impairment, heart palpitations, and anxiety was reported. These issues became worse over a period of months. An irregular menstrual cycle, hair loss, face and chest rashes, and right breast pain accompanied by hardening and swelling followed. After the implants were removed in 2017 the patient¿s symptoms began to improve almost immediately. The implants appeared intact upon explantation. The lab report stated that inflammation consistent with silicone granulomas was present, and the physician cited severe inflammation and thickened capsules in his operative report. (See 1645337-2018-05051 for contralateral prosthesis report).

Manufacturer narrative:
On 8/20/2018 mentor became aware that the initial report submitted earlier on 8/20/2018 erroneously had the wrong device history record statement attached. The correct device history record statement is as follows: the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).